Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d6., g.1., h.6.

Event description:
Healthcare professional reported right side "deflation". Additionally reported "folded upon itself". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed, opening device on the anterior side assessed as unidentified (tear) opening (shell thickness within specification). Creases/folding of implant: observed in the device. Additional observations: creases are observed. Wear abrasion is observed. Yellow particles in device inner surface are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.